Event description:
It was reported that during a subclavian placement of the catheter over a spring wire guide, resistance was encountered. During removal of the spring wire guide, it separated and a piece remained in the pt's subcutaneous tissue. There were no reported pt complications.